Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump was not infusing. They stated that they started the 24 hour infusion at 6:30 pm and placed the pump in the carry pack without looking at the data on the pump screen. They checked at 6pm the next day and the bag was still full. Mmdg did follow up with the initial reporter who stated that the pump was showing a delayed start when they checked it. (B)(4).